Event description:
The complainant reported that a female patient with a history of stress urinary incontinence was implanted with a prefyx pps pre-pubic system in late 2006. The pt was a participant in the prefyx eregistry. Twelve days later, cystitis with moderate severity was noted for the pt. The device relationship noted as not related. Medical treatment was given and the event was noted as being resolved as of sixteen days later. During a follow-up appointment in early 2007, an infection with moderate severity was noted for the pt. The event was noted as device related. Medical treatment was given and the event was noted as being resolved as of a week later.

Manufacturer narrative:
The device model and catalog numbers of the suspect device are unknown, as well as lot number; therefore, the manufacture and expiration dates can not be determined. The device remains implanted in the pt; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for the event. If there is any further relevant info received, a supplemental medwatch report will be filed.